Event description:
It was reported that the screw was broken during placing. The procedure was completed without any further problems and there was no patient injuries reported.

Manufacturer narrative:
Examination is not possible, as the device has not been returned. The clinical details provided were reviewed and no mention of a starter was mentioned. In addition it was reported that an 8mm tunnel was utilized with this screw (9mm). Per the device warning: the starter must be utilized with the biorci screws to minimize screw breakage during insertion. The IFU also instruct the end user to "choose an appropriate size biorci screw", in this instance would have been an 8mm screw which was ultimately used to complete the procedure.

Manufacturer narrative:
One 9x30mm biorci screw was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. Approximately 2mm of the distal threads have broken off and were not returned for evaluation. Dimensional assessment of the screws major diameters and was thickness was performed and found within print specifications. The clinical details provided were reviewed and no mention of a starter was mentioned. In addition it was reported that an 8mm tunnel was utilized with this screw (9mm).